Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump plastic missing and crack from top and sides of reservoir compartment. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.